Manufacturer narrative:
No button error alarm noted. However, insulin pump had intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 175 mg/dl. Troubleshooting was done. The customer stated that she was delivering a bolus, but the buttons were not working. The customer then changed the battery and possibly received the alarm when the insulin pump was in her pocket. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.